Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.25 x 20mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 2.25 x 20mm synergy ii drug-eluting stent was advanced for treatment. However, stent struts were lifted due to the calcification in distal rca. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.25mm x 20mm stent delivery system was returned for analysis. Examination of the stent under microscope found no stent damage. The stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage. Examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.25x20mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 2.25 x 20mm synergy ii drug-eluting stent was advanced for treatment. However, stent struts were lifted due to the calcification in distal rca. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.